Event description:
Needle separated from cannula during removal of needle at the end of treatment. Pct able to remove needle from patient with fingers. Blood loss was less than 100cc and patient is fine. Sample was available but without cannula.

Manufacturer narrative:
Jmss will take this complaint as a critical market feedback and had implemented concrete corrective actions on the production area to ensure there will be no reoccurrence of this defect in current product lots.